Manufacturer narrative:
The bur was received by medtronic netherlands on february 9, 2016. The product analysis was completed on march 10, 2016. The product analysis indicates that one unsealed sample was received. When compared to the assembly drawing, the tip was stretched out of the support area by 5/8¿ which would have resulted in the reported event. The information indicates the spiral wrap was stretched. However, there was no detachment of components (no fragments). When viewed under magnification, the inner hub showed deformation on the proximal inside diameter. The shape of the deformation was consistent with damage caused during unloading (not loading) and not being pulled straight out. Providing the bur was not pulled straight out of the handpiece, the inner hub and assembly would likely have been caught while the outer assembly was pulled distally, which would have resulted in a stretched spiral wrap. The information likely indicates inadvertent mishandling while unloading from a handpiece. Method: actual device evaluated; visual inspection; labeling evaluation. Results: assembly problem; conclusion: use error caused or contributed to event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while attaching the high speed bur to the handpiece, the bur tip detached from the shaft. It was confirmed that there were no fragments that needed to be retrieve from the patient. The customer was unable to reattach the bur to the shaft. There was no injury reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.